Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2015 with the following findings: investigation revealed a torn ok button; the ok button was unresponsive. The keypad cover was removed; evidence of contamination was found under all contacts and the ok contact appeared misaligned. No evidence of moisture was found inside or outside the pump; a leak test was performed and passed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6)2015, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. It was reported that the ok keypad button was under responsive to user presses. The keypad cover was also allegedly torn, and moisture was noted in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.